Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a crack on insulin pump. The customer¿s blood glucose level was 170 mg/dl. Customer stated that the lead in the battery compartment and all the sides of insulin pump were broken off. The customer reported that the reservoir lip ring was not damaged, however reservoir was not able to lock in place into the insulin pump. Customer also stated that the insulin pump had bad battery errors. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No failed battery test alarm noted during test. Insulin pump received with cracked battery tube threads and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.